Manufacturer narrative:
The device's production record could not be reviewed as the serial number for the device was not reported. The device has not been returned to the service center for evaluation. Based on previous investigations, the most probable cause of the e12 error (internal error or faulty hand piece) is a short at the connection between the hand piece internal wiring and the flexible circuit in the hand piece which over time may lead to an electrical surge that renders the console inoperable.  Updates to the manufacturing process were implemented to detect and eliminate electrical shorts.

Event description:
The manufacturer was informed that during a therapeutic endoscopic sinus surgery (fess) procedure, the patient was already anesthetized on the bed and the diego elite system gave an error 12 and would not function. The blade was in the patient¿s nose when the failure was noted. No patient bleeding was reported. Troubleshooting was performed as all cords were checked, changed out the consumables equipment, changed out footpedal, tried multiple handpieces, but with no success. The footswitch was replaced and console was powered off/on without resolution. The facility also attempted the case with a second hand pieces and it failed as well. The intended procedure was aborted and the patient awoke without issue. Additionally, the user facility reported that the patient¿s procedure will be rescheduled and performed with a competitor¿s handpiece.

Manufacturer narrative:
The device was returned to the service center on a similar complaint, reference report number 2951238-2019-01147. However ,due to the e12 error (faulty handpiece) being a known issue no device evaluation was required. The console was repaired and returned to the customer.